Event description:
A customer reported she was receiving errc-3 messages on her freestyle freedom lite meter. As a result of this issue, the customer was unable to test and reported that at 9am on (B)(6), 2011 "she felt like she was going to pass out". The customer subsequently experienced a loss of consciousness, and stated "at 7:00pm her daughter found her on the floor passed out." Paramedics were called and transported the customer to a health care facility, where she was diagnosed with hyperglycemia and congestive heart failure. No blood glucose readings were provided. The customer did not know what, if any treatments were provided at the hospital, and denied any self-treatment to counteract the event. There is no report of death or permanent injury associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.